Event description:
Reportable based on device analysis completed on 05-oct-2018. It was reported that crossing difficulties were encountered. The 100% stenosed, 38mmx2.75mm target lesion was located in the severely tortuous and calcified mid and distal right circumflex artery. A 1.50mm x 8mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.   Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the hypotube. The hypotube is separated 33.9cm from the hub. Microscopic examination revealed that the tip is damaged. There is blood present in the guidewire lumen and the balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.